Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (continuous alerts / red x's) has been confirmed. As received, the trunk cable connector was cracked and the white (drvn_gnd) wire was open inside the trunk cable connector. The cause of the continuous alerts and red x display is one white wire. The cause of the open white wire is the damaged trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report continuous alerts while the display indicated 'red xs' over all components. The pt was issued a replacement electrode belt.